Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred at the start of rinseback, during a routine hemodialysis treatment. Rinseback was not performed due to clotting of the circuit which is attributed to the amount of time spent trying to resolve the alarm, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to clotting of the circuit due to the amount of time elapsed while troubleshooting the alarms. Review of the patient treatment log confirms the presence of air, indicating the cycler alarmed appropriately. Air alarms during rinseback are most likely the result of the operator introducing air into the disposable circuit while making patient connections for rinseback. The user's guide provides adequate instructions for troubleshooting air alarms and making patient connections. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.